Event description:
It was reported that the pump had an invalid syringe message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by front corners, tube holder and left side of handle. Bottom case was cracked by l-bracket screws and was missing one rubber foot. Plunger head was cracked by all screws. Cracked battery door and visible contamination. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be contamination came through barrel clamp assembly, physical impact and fluid ingression. Actions were taken to mitigate the reported issue: replaced size pot. Performed power up process and device passed all the test.